Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was available at the plant for evaluation. No defect was observed during visual inspection. A functional flow rate test was performed on a sample from the same lot number by filling the container with solution. Continuous flow of the solution was observed and the sample was found to be working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that air was observed in a bag of gamma sterilized intravia empty container (250ml) when it was removed from the box. This was observed in the pharmacy before use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This file represents report 12 of 16.